Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6)2017 15:42:31 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6). Saturday night she felt really bad. She was vomiting. She was hospital. 700mg when accepted in the hospital. Sunday at 7:00 hospitalized. Hospital (B)(6) telephone number. The reason for staying was ketones. She left the hospital on tuesday morning. No pump at time of hospitalization. Explained to her about 2 high bg rule. Fill canula 5.u. She has 0.3. Filla canula ok. Insuline exists. Set reservoir: she changed twice and the site of insertion. She states it was like foam, not just bubbles. Skin is fine. Pump programming: is fine, she has been wearing the pump for 3 weeks. Hp test: it beeps at 4 units. We repeat the test: it beeps really quick. Displacement test: passed. Autocheck: passed. History alarms: is everything fine. Yesterday morning she changed the infusion set. Since then, it's been working fine. She states the infusion sets were fine when she took them out, no bent. Country: (B)(6) input date: 07/12/2017 warranty start: 05/24/2017 warranty end: 05/23/2021 batch - ng1266355h.